Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) expired. This device was included in and advistory population. There was an allegation that the device contributed to the patients death.